Event description:
Pt found by daughter in bed deceased with stander security pole on body. Unsure if contributed to death. Pt was on hospice services. Coroner contacted for investigation. Unknown outcome at time of report.